Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer was advised to check the source. There was no picture. The customer was then advised to check the cabling. There was no video signal connected. The customer resolved the issue by connecting a serial digital interface (sdi) cable from the sdi out on the upd-3 and the sdi in on the cv-190. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported there was no image from the endoscope position detecting unit (upd-3) on the screen while being used with the evis exera iii video system center. The problem was first noticed when the equipment was relocated from a ceiling tower to a mobile cart in preparation for a diagnostic colonoscopy screening. There was no delay in the procedure in which the subject device was used. The intended procedure was completed with the same device once the missing cable was located. No patient impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Regarding troubleshooting when the video is not displayed, the following description is identified within the instruction manual, which may have prevented the phenomenon: "irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the monitor cable is not connected correctly. Solution: connect the monitor cable as described in section 3.6 'connection of the monitor'."